Manufacturer narrative:
The device was not returned for evaluation. The reviews of the production record and corrective and preventive actions (CAPA) database were not performed as the specific failure mode for this complaint was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - the UDI number is not known as the part and lot number were not provided. Medwatch report attached.

Event description:
User facility medwatch mw5157770 report received that states, "as reported by the edwards field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic position, a perclose failure occurred resulting in a major vascular complication. A unplanned vascular surgery was performed. There was no allegation of any edwards device that caused the event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."